Manufacturer narrative:
H3, h6, h10. H3 device evaluation. The spectra device was visually inspected and functionally tested. Both cylinders passed the bend test with a force readout of less than 1390 grams. Cylinder 1 performed within specification. Cylinder 2 had sharp instrument damage to the outer tube consistent with explant damage. Based on the determination that the damage was due to explant, it will not be considered a probable cause for this complaint because it is a secondary failure. The allegation of customer dissatisfaction cannot be confirmed.

Event description:
It was reported that the patient had the malleable penile prosthesis removed due to an old implant. A new inflatable penile prosthesis (ipp) consisting of cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated that the patient wanted to replace from old to ipp. The patient felt it was inconvenient compare with ipp. No specific cause was found.

Event description:
It was reported that the patient had the malleable penile prosthesis removed due to an old implant. A new inflatable penile prosthesis (ipp) consisting of cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated that the patient wanted to replace from old to ipp. The patient felt it was inconvenient compare with ipp. No specific cause was found.